Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Th customer's blood glucose level was 146 mg/dl. The customer reported that they gave a bolus and it blinked and turned off. The customer reported that the insulin pump did not turn on even after changing the battery. The customer also reported that there was a crack on the above of the screen since two years. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.